Manufacturer narrative:
There are no allegations or indications of any system of component failure, as evidenced by all components remaining implanted and in use. Migration of implanted components is a known inherent risk of implantable neuromodulation devices, however in this case it appears that during the initial implant procedure the pocket created larger than recommended and allowed the device to move within that pocket.

Event description:
Patient was implanted with a nalu peripheral nerve stimulator system on (B)(6) 2023 to treat low back pain. On (B)(6) 2024 a surgical revision was performed to create a new pocket and move the implantable pulse generator (ipg) to the new pocket. Patient had reported inconsistent communication between the ipg and the external therapy discs, leading to inconsistent pain relief. During investigation it was discovered that the initial pocket was too large and allowed the ipg to migrate within the pocket.